Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "left total knee. The revision today was due to general pain and discomfort. It was discovered under anesthesia that the knee had slight laxity. It was decided to remove the 9mm insert and replace it with an 11mm insert. This provided sufficient stability. The use of mako during the index procedure was not thought to have contributed to this complication. No further information is available from the doctor or hospital."